Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: during investigation, the black box showed evidence of a cs 128 (post deliver motor power supply faults) the pump was returned with the battery cap stuck and it was difficult to remove. The battery cap ¿coin slot¿ was found to be worn. The pump powered with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. The current draws were within specification. The pump case was removed and there the pump was disassembled. There was no evidence of moisture or loose components inside the pump. A battery life issue was not duplicate during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.